Manufacturer narrative:
The device was received for evaluation. Visual inspection identified that the spike was cracked. Pressure and clear passage testing was performed and the drip chamber was leaking. Leak testing was performed and verified damaged spike and leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed during priming from the tubing of a clearlink system continu-flo solution set. There was no patient involvement. No additional information is available.